Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction found during device evaluation is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to the service center with a report that the large wheel was loose. This did not indicate a medical device reportable event. However, a medical device reportable failure was identified during testing at the service center. During inspection of the device, white foreign material was found in the air/water supply. There was no patient involvement.